Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an aab00 23.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017 because the incorrect lens size was implanted. There was no vitrectomy performed and no complications such as a capsular tear. The lens was replaced with a zct150 18.5 diopter iol. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on 01/11/2018 device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. Visual inspection showed the product was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible and the complaint event cannot be confirmed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.